Event description:
It was reported that during patient use, a ventilator shut down. The patient was removed from the ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). The customer will call back if further assistance is needed.